Event description:
It was reported by service report that the velcro was missing from the litter on the stretcher. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: velcro.